Event description:
It was reported to target that during a procedure, the physician noticed on films that the guidewire went out of the microcatheter before the distal radio-opaque marker. The distal end was broken. There were no injuries or complications to the patient as a result of this event.